Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was reported. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that, "the staplers have had this issue for that last several months since we have started using them. There will have been several lot numbers have the same issues. The staplers are not closing the skin properly when used. They misfire, do not grasp the skin, and some of the staples flare out instead of in to close the incision". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4). Additional information received on 03 november 2023 states that there was no patient harm. Complaint verification testing could not be performed as the sample was not returned for analysis. Part number 528235 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 20 staplers were taken from the current production from p/n 528236 visistat 35w non-sterile lot# 73k2300161 the staplers were functionally inspected and issue reported "misfire/jamming - info not provided" was not observed in the current manufacturing process, the staples were loaded and released correctly. DHR investigation did not show issues related to complaint. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that, "the staplers have had this issue for that last several months since we have started using them. There will have been several lot numbers have the same issues. The staplers are not closing the skin properly when used. They misfire, do not grasp the skin, and some of the staples flare out instead of in to close the incision". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.